Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an unrelated procedure. The patient had an indwelling right ventricular lead so the physician decided to visualize the lead under fluoroscopy for evaluation. The physician found externalized conductors. The lead was capped and replaced on (B)(6) 2018. The patient was stable post procedure.